Manufacturer narrative:
(B)(4).

Event description:
It was reported that the event involved a patient of 70 cm in height. While in cardiac surgery the intra-aortic balloon (iab) was inserted via the patients left femoral artery through a sheath. After 5 minutes of intra-aortic balloon pump (iabp) therapy blood was found in the cath gard contamination shield. As a result the iab was removed and another iab was not inserted. The patient was kept under observation. It was noted that the pump s/n (B)(4) did not alarm. There was no reported patient death, injury or complications. There was an interruption in iabp therapy and it is unknown if the interruption caused harm to the patient. Medical/surgical intervention was not required. Per the medical doctor (md) the patient will stay in the intensive care unit (ICU).

Manufacturer narrative:
Qn#(B)(4). Teleflex has received the device for analysis. The reported complaint of iab cuff leak is confirmed. The hemostasis cuff was found leaking water when the iab was pressurized within the t-tube. A non-conformance has been initiated to investigate the root cause. A device history record (DHR) review was conducted for the lot number with no relevant findings. The device passed all manufacturing specifications prior to release. Teleflex will continue to monitor.

Event description:
It was reported that the event involved a patient of (B)(6) in height. While in cardiac surgery the intra-aortic balloon (iab) was inserted via the patients left femoral artery through a sheath. After 5 minutes of intra-aortic balloon pump (iabp) therapy blood was found in the cath gard contamination shield. As a result the iab was removed and another iab was not inserted. The patient was kept under observation. It was noted that the pump s/n (B)(4) did not alarm. There was no reported patient death, injury or complications. There was an interruption in iabp therapy and it is unknown if the interruption caused harm to the patient. Medical/surgical intervention was not required. Per the medical doctor (md) the patient will stay in the intensive care unit (ICU).